Event description:
A balloon ruptured on the first inflation at six atmospheres during a renal angioplasty procedure. Another balloon catheter was used to successfully complete the procedure without patient complications. The device was received, evaluated and retained by this manufacturer. The engineering evaluation revealed a full circumferential tear with jagged edges located from 1mm to 3mm proximal of the distal ro marker. Scratches were noted on the balloon surface. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. This device displayed characteristics consistent with contact with a sharp external source, scratches on the balloon surface. Therefore, co does not attribute this event to the device. Co's directions for use state: "if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."